Event description:
The customer reported that while running an hiv-1 p24 antigen assay, summit sample handler did not pipette reagent in well positions b4, c4 amd d4 and no error message was given. A field service engineer was dispatched and duplicated the problem. Fse replaced plunger clamp #4, collet, sleeve and compression springs in position #4. No death or serious injury was associated with this event.